Event description:
Implanted with the essure coils on (B)(6) 2008. Since the procedure, I had near-constant nausea for about two years afterwards, my period has become extremely heavy with clotting, pain during intercourse, mood swings and irritability, sharp, stabbing pain in my pelvic area (not only during ovulation, but before, during and after), migraines, weight gain, facial hair growth. The pain is the worst I've ever felt in my life. I've tried many different types of prescription pain killers. None have worked and not one has even taken the edge of the pain away.